Event description:
It was reported that: after the peel away sheath was placed, the rn was unable to remove the peel away sheath without retracing the sheath a bit. Once retracted , the guidewire was removed and noted to be bent. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The report that the guide wire kinked during use was confirmed through examination of the returned sample. The customer returned one guide wire for analysis. Signs of use were observed on the wire. The kink/bend in the guide wire was located 39.5cm via calibrated ruler from the distal tip. The overall length of the guide wire measured 45cm via calibrated ruler which was within the specification of 43.75cm - 46.25cm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0. 0180" via calibrated micrometer which was within the specification of 0.0160-0.0185" per measurement in the guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states, "advance guidewire into introducer needle." The guide wire was advanced through a lab inventory 21ga introducer needle to functionally test the guide wire. The guide wire passed through the needle with minimal resistance. A manual tug test confirmed that the distal weld was intact. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: after the peel away sheath was placed, the rn was unable to remove the peel away sheath without retracing the sheath a bit. Once retracted , the guidewire was removed and noted to be bent. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.